Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer dropped the pump and the touchscreen is no longer responsive. Reportedly, customer is unable to get the screen to illuminate. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.